Manufacturer narrative:
Updated sections : b4, b5,h2,h11. Corrected sections : h6 (impact code), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit showed the batteries equally discharged at about 25% charge. They transported to the aircraft and it gave them the 20 minute remaining warning. They put the pump back in the cart and transported the patient with the pump in the cart - plugged in for 45 minute transport. They had it on ac adaptor during the 15 minute ambulance ride to hospital, so when the arrived at hospital and unloaded, unplugged, the pump shut down. They got the patient to the room within 5-10 minutes, plugged pump in and got back up pumping.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit showed the batteries equally discharged at about 25% charge. They transported to the aircraft and it gave them the 20 minute remaining warning. They put the pump back in the cart and transported the patient with the pump in the cart - plugged in for 45 minute transport. They had it on ac adaptor during the 15 minute ambulance ride to hospital, so when the arrived at hospital and unloaded, unplugged, the pump shut down. They got the patient to the room within 5-10 minutes , plugged pump in and got back up pumping. There is no injury or harm to patient.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: b5 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit battery malfunction, shutdown - unexpected unspecified. Pump was brought to transport team member for transport of a patient. The pump showed the batteries equally discharged at about 25% charge. They transported to the aircraft and it gave them the 20 minute remaining warning. They put the pump back in the cart and transported the patient with the pump in the cart - plugged in for 45 minute transport. They had it on ac adaptor during the 15 minute ambulance ride to hospital, so when the arrived at hospitall and unloaded, unplugged, the pump shut down. They got the patient to the room within 5-10 minutes , plugged pump in and got back up pumping. A getinge field service engineer (fse) disassembled the unit and checked all connections from the ac cord to the battery bay connections , all were good checked the power management board connection all was good, could not duplicate the issue , the unit works as it should. Performed a complete calibration and electrical safety test unit is cleared for clinical use. Possible console was not locked into the cart all the way caused the batts not to charge. Unit functional cleared for customer use. No injury or harm to patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit showed the batteries equally discharged at about 25% charge. They transported to the aircraft and it gave them the 20 minute remaining warning. They put the pump back in the cart and transported the patient with the pump in the cart - plugged in for 45 minute transport. They had it on ac adaptor during the 15 minute ambulance ride to hospital, so when the arrived at hospital and unloaded, unplugged, the pump shut down. They got the patient to the room within 5-10 minutes , plugged pump in and got back up pumping.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.